Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. 627284) for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure placement and endometrial ablation done on same day" on (B)(6) 2020). The patient had a medical history of pelvic pain, menorrhagia, vaginal delivery, fibroids, dysmenorrhea, abnormal uterine bleeding and uterus enlarged. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, 4446 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy for uterus). The reporter considered medical device removal to be related to essure administration. The reporter commented: laparoscopically guided truncal block with transversalis fascia, superior hypogastric nerve plexus, and transversus abdominus plane blocks. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: 1 peritoneum, biopsy right ovarium fossa with peritoneal biopsy 2 peritoneum, peritoneal cul-de-sac biopsy 3 uterus, uterus, cervix, bilateral tubes and essure coils clinical information. Procedure: hysterectomy, total, for uterus 250 grams or ess, laparoscopic with salpingectomy, surgery as indicated; ureterolysis, laparoscopic; excision of endometriosis, laparoscopic. Clinical history: not given. Preoperative diagnosis: abnormal uterine bleeding (aub); dysmenorrhea. Postoperative diagnosis: abnormal uterine bleeding (aub); dysmenorrhea. Final diagnosis: 1. Right ovarian fossa, peritoneal biopsy: a. Benign fibromembranous tissue with focal endometriosis. 2. Cul-de-sac, peritoneal biopsy: a. Benign fibroadipose tissue. 3. Uterus, cervix, fallopian tubes and essure coils, total hysterectomy and bilateral. Salpingectomy: a benign cervix with nabothian cysts. Inactive endometrium and endometrial polyp. C adenomyosis. D intramural leiomyomata. E unremarkable uterine serosa. F benign fallopian tubes with essure coils in place. Gross description: the right fallopian tube is without fimbria is extruding an essure coil and measures 5 cm in length and 0.7 cm in diameter. The cut surface reveals an unremarkable lumen. The left fallopian tube is fimbriated and measures 7 cm in length and is 0.7 cm in diameter. The external surface is purple red and smooth the cut surface reveals an essure coil in the proximal end of tube. [Ultrasound scan] (date unknown): demonstrating an enlarged uterus with several small fibroids and an endometrial polyp. She had an endometrial biopsy that demonstrated proliferative and benign endometrium. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted (lot no. 627284) for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure placement and endometrial ablation done on same day" on (B)(6) 2020). The patient had a medical history of pelvic pain, menorrhagia, vaginal delivery, fibroids, dysmenorrhea, abnormal uterine bleeding and uterus enlarged. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, 4446 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy for uterus). The reporter considered medical device removal to be related to essure administration. The reporter commented: laparoscopically guided truncal block with transversalis fascia, superior hypogastric nerve plexus, and transversus abdominus plane blocks. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: 1 peritoneum, biopsy right ovarium fossa with peritoneal biopsy 2 peritoneum, peritoneal cul-de-sac biopsy 3 uterus, uterus, cervix, bilateral tubes and essure coils clinical information procedure: hysterectomy, total, for uterus 250 grams or ess, laparoscopic with salpingectomy, surgery as indicated; ureterolysis, laparoscopic; excision of endometriosis, laparoscopic clinical history: not given preoperative diagnosis: abnormal uterine bleeding (aub); dysmenorrhea postoperative diagnosis: abnormal uterine bleeding (aub); dysmenorrhea final diagnosis 1. Right ovarian fossa, peritoneal biopsy: a. Benign fibromembranous tissue with focal endometriosis 2. Cul-de-sac, peritoneal biopsy: a. Benign fibroadipose tissue 3. Uterus, cervix, fallopian tubes and essure coils, total hysterectomy and bilateral salpingectomy: a: benign cervix with nabothian cysts inactive endometrium and endometrial polyp c: adenomyosis d: intramural leiomyomata e: unremarkable uterine serosa f: benign fallopian tubes with essure coils in place gross description: the right fallopian tube is without fimbria is extruding an essure coil and measures 5 cm in length and 0.7 cm in diameter. The cut surface reveals an unremarkable lumen. The left fallopian tube is fimbriated and measures 7 cm in length and is 0.7 cm in diameter. The external surface is purple red and smooth the cut surface reveals an essure coil in the proximal end of tube. [Ultrasound scan] (date unknown): demonstrating an enlarged uterus with several small fibroids and an endometrial polyp. She had an endometrial biopsy that demonstrated proliferative and benign endometrium. Batch no~627284. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted (lot no. 627284) for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure placement and endometrial ablation done on same day" on (B)(6) 2008). The patient had a medical history of pelvic pain, menorrhagia, vaginal delivery, fibroids, dysmenorrhea, abnormal uterine bleeding and uterus enlarged. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, 4446 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy for uterus). The reporter considered medical device removal to be related to essure administration. The reporter commented: laparoscopically guided truncal block with transversalis fascia, superior hypogastric nerve plexus, and transversus abdominus plane blocks. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: 1 peritoneum, biopsy right ovarium fossa with peritoneal biopsy 2 peritoneum, peritoneal cul-de-sac biopsy 3 uterus, uterus, cervix, bilateral tubes and essure coils clinical information procedure: hysterectomy, total, for uterus 250 grams or ess, laparoscopic with salpingectomy, surgery as indicated; ureterolysis, laparoscopic; excision of endometriosis, laparoscopic clinical history: not given preoperative diagnosis: abnormal uterine bleeding (aub); dysmenorrhea postoperative diagnosis: abnormal uterine bleeding (aub); dysmenorrhea final diagnosis 1. Right ovarian fossa, peritoneal biopsy: a. Benign fibromembranous tissue with focal endometriosis 2. Cul-de-sac, peritoneal biopsy: a. Benign fibroadipose tissue 3. Uterus, cervix, fallopian tubes and essure coils, total hysterectomy and bilateral salpingectomy: a benign cervix with nabothian cysts inactive endometrium and endometrial polyp c adenomyosis d intramural leiomyomata e unremarkable uterine serosa f benign fallopian tubes with essure coils in place gross description: the right fallopian tube is without fimbria is extruding an essure coil and measures 5 cm in length and 0.7 cm in diameter. The cut surface reveals an unremarkable lumen. The left fallopian tube is fimbriated and measures 7 cm in length and is 0.7 cm in diameter. The external surface is purple red and smooth the cut surface reveals an essure coil in the proximal end of tube. [Ultrasound scan] on (B)(6) 2020: demonstrating an enlarged uterus with several small fibroids and an endometrial polyp. She had an endometrial biopsy that demonstrated proliferative and benign endometrium. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-jan-2024:. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.